Event description:
A device history review could not be performed as the lot number of the brush was not provided by the facility. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical has not received further information for this event, and therefore considers this medwatch report closed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Manufacturer narrative:
MDR 9610877-2017-00041 is being submitted for pentax model ec38-i10l/serial (B)(4). (B)(4). Product code is class 1, exempt from FDA 510k. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated "valve cap won't fit, cable protruding" for video colonoscope model ec38-i10l/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a cleaning brush lodged inside the air/water valve cylinder. This finding confirmed the customer's complaint. Pentax medical confirmed the brush to be pentax model cs-6021t/lot unknown. Other inspectional findings on the colonoscope included: leak at biopsy channel (large/primary) distal side. Dry/wet leak tests failed. Bending rubber cut. Air/water nozzle glue worn. Video image has a white or red dot. Pentax medical contacted the facility to gather additional information regarding the lodged brush. A response was received by the initial reporter on (B)(6) 2016 stating the user became aware of the lodged brush when preparing the colonoscope for use. Since the colonoscope could not be used, it was removed from use and sent into pentax for service. Pentax medical replaced the following components on the colonoscope involved in the event: o-rings and seals. Distal end assy with tubes. Distal attaching plate. Distal attaching screw. Segment attaching screw. Bending rubber. Adjusting collar. Rl/ud pulley assy. Angle wire. Side body cover trim cap. The video colonoscope was returned to the customer on (B)(6) 2016. The pentax brush is currently at pentax medical.